Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an inflamed pocket and resulting infection. A call was placed to technical services to discuss possible allergic reactions to the component make-up of the device. No other adverse patient effects have been reported.